Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an occlusion alert. Blood glucose was 343 mg/dl. The user performed a supply change, which resolved the alert and corrected the blood glucose.